Event description:
It was reported that the insulin pump shoots insulin during priming process. The insulin pump alarms during the prime process. The blood glucose reading is 233 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked case, cracked reservoir tube, broken reservoir tube lip and broken battery tube threads were also noted.